Manufacturer narrative:
Date rec¿d by MFR : 28jun2019, date of report : 17jul2019. The manufacturer's remote service technician performed troubleshooting with the customer. The customer confirmed that the filters were clean and the fan was running. The service technician advised the customer to replace the blower; however, the customer did not replace the blower. The customer reported that they ran the unit for 5 days without any recurrence of the high blower temperature error. The customer than consulted with the respiratory therapist and was made aware that a blanket may have been draped over the unit at the time the error occurred. The customer was advised to replace the blower should the error recur. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/20/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit declared an error 1122 (blower temperature high). The device was in use at the time of the event; however, there was no patient harm.